Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was defective. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream occlusion sensor and battery door will be replaced.

Event description:
It was stated that the pump displayed a cassette lock faulty error. There was no patient involvement. The customer informed on (B)(6) 2025 that the complaint is related to a technical defect and no patient was involved or harmed in the process. The reported error occurred directly during the self-test of the pump.